Event description:
It was reported that during an unknown procedure, the pn120 needle was not working properly and that the red stopper would pop-up and would not go back in place. No delays. Successful procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2023. D4: batch # unk. Additional information was requested and the following was obtained: "please confirm the specific number of patient events. Unknown, doctor stated that it has happened several times in the past month but they have not reported the issue previously. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number. No. For each patient event please provide: event date, product code and lot number involved, procedure, and event description. Unknown. Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? No." This is an analysis for a photo submitted to ethicon for evaluation: during the visual analysis, the following was observed: the pictures show an endopath*pneumoperitoneum ndl with product code pn120 out of its packaging. A clear analysis of the dispositive could not be performed due to the position of the device in the photo. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch number is unknown.